Manufacturer narrative:
(B)(4). Physio-control examined the returned device and verified the reported issue.  Physio observed that all three icons (charge-pak, attention and service wrench) were present on the device's readiness indicator and that it would not power on when prompted.  Physio observed that the device's charge pak (cp) battery charger had expired on 03/28/2008 and was no longer charging the internal hybrid layer capacitor (hlc) batteries.  As a result, over time the hlc batteries had depleted and the device would no longer power on. Based on the information available, it's reasonable to conclude that the likely cause of the reported issue was a failure to maintain the device.  Per the lifepak cr plus operating instructions (oi), a cp battery charger provides a trickle charge for the internal battery (hlc).  It is important to always keep a fresh cp battery charger in the defibrillator, even when the defibrillator is being stored.  Furthermore, the oi indicates that once the cp icon appears on the device's readiness indicator, the cp battery charger needs to be replaced.

Event description:
A loaner device was returned to physio-control by a former employee.  There were no reports of any issues with the device and there was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that it would not power on.